Manufacturer narrative:
The root cause of the air in the left ventricle was unable to be determine without further clinical details.

Event description:
The complainant reported a (B)(6) years old (B)(6) female had impella 2.5 pump inserted in the left femoral. The impella 2.5 pump was inserted for cardiac support, however, air was found in the patient's left ventricle when the device was turned on. No other adverse effects or additional intervention was reported.